Event description:
The patient felt intermittent stimulation sensation and then no stimulation a few years ago. The patient was feeling more pain that did not respond to pan medications. The event was not associated with any trauma. The external transmitter was sent to the manufacturer's loaner/repair. Nothing was found wrong with the transmitter; it was returned to the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.